Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported the gasket on the 1seal tore off and fell into the pt. The gasket was retrieved laparoscopically. Another 1seal was opened to complete the procedure. There was no consequence to the pt.